Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 7.8 mmol/ l at the time of the incident. It was reported that there was a thick line in the bottom of display. They tried to change battery and swabbed battery cap and display went worse. Run self-test and the display stayed the same. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.